Manufacturer narrative:
The coblator ii controller was returned from investigation. The controller was tested according to arthrocare's test procedure which includes a visual inspection, checks for the default and maximum set points at specific resistance values for ablation and coagulation, checks of the open circuit output voltages, check of the coagulation open circuit output voltage for ablation and coagulation set points, checks of the maximum loaded voltages, checks of the limiting modes at the maximum set point, and a performance test (saline test) of the device in use with a wand to verify coblation mode. The device was found to meet all performance and electrical tests. A lot history record review was performed for the controller and no abnormalities were found in the batch record. No problem was found with the device in the testing and batch record review.

Event description:
Two pts treated in turbinate reduction procedures using a coblator ii sys had an reflex ultra ptr plasmawand with integrated cable were reported as requiring treatment at an emergency room for post operative bleeding 3 to 5 weeks following the original procedures. Nasal packing was administered to stop the bleeding. These two events were reported in medwatch reports: 2951580-2011-00053, 00054, 00055, 00056.